Manufacturer narrative:
The manufacturer previously reported they received information alleging a high o2 alarm. There was no harm or injury reported. The device was returned to the product quality investigation lab for evaluation. The customer¿s complaint was confirmed. The unit was scrapped.

Event description:
The manufacturer received information alleging a high o2 alarm. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.